Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed the pulse lead hi-pot and te recognition test. The cause for the test failures was isolated to an intermittent open the distribution node (dn) and ECG b cable. The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not repot any deficiencies.

Event description:
A review of service data has detected a reportable event. During servicing, electrode belt sn (B)(4) failed pulse lead hi-pot test and te recognition test. The last pt to use this electrode belt did not report any deficiencies.